Manufacturer narrative:
Estimated date of event - 10/23/2022. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after a diagnostic right heart catheterization procedure using a 7f sheath. Reportedly, access site closure was successfully achieved. Post-procedure, while the patient was on a floor unit. The patient became hypotensive and passed away. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effects of hypotension and death are listed in the electronic perclose prostyle instructions for use (eifu), as possible adverse events of use of the device. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.